Event description:
Approximately 4 year(s), 6 month(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced partial brachial plexopathy involving the rotator cuff and deltoid. After multiple emg studies, surgeon concluded patient had axillary nerve neuropathy. After seeking multiple other options, patient had revision with dr. Bassem elhassan with exactech parts. The patient underwent standard total revision surgery, and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 4607028 300-10-45 - equinoxe replicator plate 4.5mm o/s: 4598633 300-20-02 - equinox square torque define screw drive kit: 4591010 310-01-41 - equinoxe, humeral head short, 41mm (alpha): 4540956 314-13-03 - equinoxe cage glenoid medium, alpha: 4507258 315-35-00 - glnd kwire: 4402263.